Manufacturer narrative:
Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a stenting treatment procedure, stent dislodgement occurred. The subtotal occlusion was located in the mid right coronary artery (rca). While advancing a 3.0x12mm promus element stent delivery system (sds), significant resistance was encountered and it was not possible to advance the sds. Upon withdrawal, it was noted that the stent had dislodged from the delivery balloon in the proximal rca. A balloon was advanced through the unopened stent and the stent was deployed in the proximal rca. Next, a 3.5x12mm promus element sds was advanced to the lesion in the mid rca and the stent was successfully deployed. No additional patient complications were reported and the patient's status is stable. This product is only ous approved but it is similar to an approved us device.